Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. Receiver does not power on. The receiver case was opened for further evaluation; the u5 on the mainboard was burned pictures were taken. The internal inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective u5.